Manufacturer narrative:
We are reporting according to exemption (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2011: potential incident - while a resident was being lifted from her chair a shoulder clip on the sling that was being used broke in half at the attachment point. The resident fell back into her chair unharmed. (B)(4).